Event description:
During pt use, the low battery alarm occurred after 20 minutes of operation. The ventilator continued to function normally. The pt was manually ventilated during transfer to a second ventilator. No other pt complications were reported. The distributor reported that the battery was installed in july 2011 during regular maintenance. This event was considered early deterioration of the battery. A replacement battery was sent. The faulty battery was properly discarded. No further problems were reported.

Manufacturer narrative:
(B)(6).